Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker went from three years remaining to 1.5 years remaining in a span of six months. The battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. In addition, the power consumption was expected to continue to increase. As of the moment, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that the battery life of this pacemaker went from three years remaining to 1.5 years remaining in a span of six months. The battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. In addition, the power consumption was expected to continue to increase. As of the moment, the device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was returned for analysis. The pacemaker was explanted. No additional adverse patient effects were reported.